Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 437 mg/dl at the time of incident. The customer was treated with syringe and insulin pen for high blood glucose. Customer reported they did contact their health care professional regarding the high blood glucose. Customer stated insulin did exit at the quick release. Customer did not allege the insulin pump for under delivery. Customer reported that the drive support cap appeared normal. Customer preformed high-pressure test and the insulin pump passed. The device will not be returned for analysis.